Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 6 false positive sars results (one individual testing themselves 6 times- each event will be reported separately). Customer stated the results were confirmed negative by another rapid antigen and pcr. Report 2 of 6.